Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years, 7 months due to aortic stenosis. Per the op report, transesophageal echocardiogram revealed normal left ventricular function. There was severe aortic stenosis of the prosthetic aortic valve; no aortic insufficiency. During explantation, there was severe calcification of the leaflets noted. Calcification in the annulus was moderate. The valve was excised and the annulus was debrided. The explanted device was replaced with another edwards bioprosthetic valve. Patient was weaned from cardiopulmonary bypass. Transesophageal echocardiogram revealed the aortic prosthesis to be well seated with no insufficiency.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcified valve leaflets. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.